Event description:
A malfunction alarm was reported with a malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to call back if the malfunction code appears again, and it was confirmed that the customer understood these instructions.